Manufacturer narrative:
This devcie is currently under evaluation into root cause.

Event description:
It was reported that during the use of an ez glide aortic cannula, ezc21ta, "today we had a vent cap on an aortic cannula that held up air and blood in the cannula. It didn't allow the blood to come out and remove the air". The customer reportedly took off the vent cap and continued to use the cannula. The physician is reported as being very experienced with the device. No patient injury.

Manufacturer narrative:
It was reported that during the use of an ezc21ta "today we had a vent cap on an aortic cannula that held up air and blood in the cannula. It didn't allow the blood to come out and remove the air." The customer reportedly took off the vent cap and continued to use the cannula. The physician is reported as being very experienced with the device. No patient injury. Evaluation: the returned vent plug was visually examined and appears to be fully occluded with blood. The complaint was confirmed. The root cause of this complaint is unable to be confirmed. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related product non conformances found. There will be no pra or CAPA initiated at this time. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.